Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device with a wire stuck inside. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath and coil were microscopically and visually examined. Visual examination revealed numerous kinks along the sheath. The coil is stretched. The device was soaked for several days in a water bath and attempts to remove the guidewire was unsuccessful. The burr housing was disassembled, and no additional damage was found. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr fused to the wire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr fused to the rotawire. The procedure was completed with another of the same device. No complications reported and the patient was fine.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr fused to the wire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr fused to the rotawire. The procedure was completed with another of the same device. No complications reported and the patient was fine.